Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device was indicating low rpm. The device was being used during knee surgery. There was no patient or user injuries. It is unknown if delay or medical intervention occurred. There was no additional information provided.